Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. It was observed that the device was returned inside its respective original pouch and the original pouch was sealed. The device was observed damage since the catheter pig tail section was torn with the trocar device. Additionally, in the analysis it was observed that the original pouch has wrinkles and the trocar torn the pouch. No other issues were observed in the devices. Moreover, the customer did provide one photo related to the complaint; however, the complaint event is not visible.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the stiffening cannula appears to have punctured the drain. During preparation, the flexima apdl stiffening cannula appears to have punctured the drain in the package. No complications reported. However, device investigation revealed that the catheter pig tail section was torn with the trocar device.